Event description:
It was reported prior to use of bd vacutainer® sst¿, 1 tube contained foreign matter sticking out of the gel. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-sep-2025 investigation summary: bd received one sample and two photos for investigation. The sample failed the visual inspection. The photos showed a piece of shattered tube in the gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿, 1 tube contained foreign matter sticking out of the gel. There was no health impact or consequences reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4: PMA/510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.